Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited difficulties with interrogation. The magnet response was unsuccessful, and this device could not be interrogated with multiple communicators and wands. Additionally, this patient heart rate was noted to be in the 50 beats per minute (bpm) range, despite the device being programmed with a lower rate limit (lrl) of 60 bpm. Technical services (ts) recommended to replace the device. Subsequently, this device was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This pacemaker remains in service.

Event description:
It was reported that this pacemaker exhibited difficulties with interrogation. The magnet response was unsuccessful, and this device could not be interrogated with multiple communicators and wands. Additionally, this patient heart rate was noted to be in the 50 beats per minute (bpm) range, despite the device being programmed with a lower rate limit (lrl) of 60 bpm. Technical services (ts) recommended to replace the device. Subsequently, this device was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This pacemaker remains in service.

Manufacturer narrative:
Follow up report 1 (device evaluation): upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations pbd and other clinical observations coded to the CAPA.

Event description:
It was reported that this pacemaker exhibited difficulties with interrogation. The magnet response was unsuccessful, and this device could not be interrogated with multiple communicators and wands. Additionally, this patient heart rate was noted to be in the 50 beats per minute (bpm) range, despite the device being programmed with a lower rate limit (lrl) of 60 bpm. Technical services (ts) recommended to replace the device. Subsequently, this device was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This pacemaker remains in service.